Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the initial report, no anomalies were found with pacing on the atrial or ventricular side. Analysis did find that the upper and lower cases were broken, the side bail covers were broken, the ring cover was worn, the keyboard was scratched and the serial number label was torn.

Event description:
It was reported the device changed mode while on patient. It went from aai to doo. The device was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.